Manufacturer narrative:
Results: calf support, manuals.

Event description:
It was reported by service report that the left calf support is damaged and the manuals are missing. It is unknown if there was patient involvement or if there are adverse consequences to report.